Event description:
A doctor alleged that three (3) patients had experienced the debonding of restorations after placement using the optibond xtr and nx3 products. This is the third of three (3) reports.

Manufacturer narrative:
Although the doctor identified two (2) different lots associated with the debonding, she could not verify which lot was used on each patient; therefore, no lot numbers were identified. The lots involved in the alleged incidents include lot numbers 4867830 and 5035103. The patient had experienced a debonding of a crown; however, the doctor could not recall specific patient or incident details. To date, the patient is doing fine. The products alleged in this incident was not returned; therefore, an 'adhesive strength' test of the retain samples were evaluated, yielding results within specifications. A DHR review revealed that there were no deviations in the manufacturing process. In addition, no similar complaints were received with regard to these lots.